Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter stated they have been having random questionably high na results. The reporter was able to provide three patient samples with discrepant results: sample ID (B)(6): the initial na result from the module was 193 mmol/l. The repeat result from the other c501 module was 138 mmol/l. Sample ID (B)(6): the initial na result from the module was 210 mmol/l. The repeat result from the other c501 module was 132 mmol/l. Sample ID (B)(6): the initial na result from the module was 174 mmol/l. The repeat result from the other c501 module was 136 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) repaired the vacuum pump and cleaned the rinse station, changed the vacuum nozzle of the rinse station and the tubing, and checked the sodium hydroxide detergent (naoh d) fluid path. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.